Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the shift test failed at the "defibrillator" step there was no adverse patient impact reported.

Manufacturer narrative:
.